Event description:
It was reported that while placing the screws during the orif left humerus, it was discovered that three 26mm nl screws and one 24mm nl screw broke. The surgeon attempted to retrieve all parts of the screws. It was confirmed by surgeon, rep, additional staff, and x-ray that parts of the four screws were unable to be retrieved and therefore left in the patient.

Manufacturer narrative:
Related reports: mw5176692; mw5176693; mw5176694. This complaint came to globus through an anonymous FDA letter. It was reported that three (3) 2.5 non-locking 26mm long screws and one (1) 2.5 non-locking 24mm long screw broke while being inserted through a plate to treat a midshaft humerus fracture. It was also reported that parts of the broken screws remained in the patient which was confirmed on x-ray. We were able to reach for more information about the case and confirm the screw breakages did occur. They mentioned that the pieces of the screws that remained in the patient were in the bone and weren't removed because they were stuck. The surgeon who operated was not concerned about the propagation of the screw pieces. A larger plate was placed overtop of these broken screw pieces and larger screws were placed into the plate. The case was able to resume with no delay or adverse reactions. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored.